Event description:
(B)(4) study. Same case as: 2134265-2012-06785. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2010, due to positive stress test and acute coronary syndrome with electrocardiogram (ECG) changes and chest pain less than or equal to 24 hours, the patient underwent the index procedure with the deployment of two (2) taxus liberte drug eluting stents to the vein graft in second obtuse marginal (om). Post procedure residual stenosis was 0 % with timi 3 flow. The patient did not receive a peri-procedural loading dose of the thienopyridine medication. In (B)(6) 2007, the patient was started on aspirin dose 325.0 mg. At the start of the study, the patient received the study medication maintenance dose of clopidogrel dose 75.0 mg. The patient was discharged. In (B)(6) 2011, the patient was randomized to clopidogrel or placebo and was administered the first dose. In (B)(6) 2012, the patient expired. The cause of death is unknown.

Manufacturer narrative:
Device is a combination product. Event date - (B)(6) 2012. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).